Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending (lad) artery with heavy calcification and moderate tortuosity. After pre-dilation, the 3.5x28mm xience sierra stent delivery system (sds) was attempted to be advanced to the target lesion; however, the sds failed to advance due to the anatomy. Therefore, the sds was removed from the patient, and the stent was noted to be fractured. Another xience sierra stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined; however, factors contributing to a stent break include, but are not limited to, over expansion of the stent, interaction with accessory devices, inadvertent mishandling or anatomy characteristics. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. In this case, it is possible the device may have interacted with the heavily calcified, moderately tortuous lesion during advancement, resulting in the reported failure to advance. Further manipulation of the device during advancement and retraction may have contributed to the reported stent break; however, based on the information provided and without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.